Event description:
The customer reported that drill bits were breaking during a case. There were no reported adverse consequences, medical intervention or surgical delays. The procedure was completed successfully.